Manufacturer narrative:
This report is submitted on july 29, 2021.

Event description:
Per the clinic, the patient developed a skin flap infection in (B)(6) 2021, subsequent to sustaining impact to the implant site. The patient was treated with antibiotics (specific type not reported).